Event description:
The customer's mother reported via phone call that the insulin pump alarmed, indicating an issue with an electrical component on the circuit board. The customer's mother stated that the customer pressed the esc and act buttons, and the alarm disappeared. She stated that the customer's meter would not link the blood glucose to the insulin pump. The customer's blood glucose was 358 mg/dl. The caller stated that the insulin pump kept rebooting whenever she pressed any key, and she was unable to clear the alarm. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self test due a faulty electrical component on the radio frequency board. A cracked reservoir tube lip, minor scratched display window, and cracked case near the display window corners were noted during a visual inspection.